Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had low voltage alarms and that the strain reliefs on the power leads were broken. On one of the leads, the wires on the inside were visible. In addition the belt clip was also broken. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The system controller was returned to the MFR, and the investigation was completed. It was discovered that the wires within the system controller were damaged. The green conductor (+12 volt) was compromised and both black conductors (ground) were severed and appeared to be shorting. While running a test pump, the cables and black power cable were maneuvered and sparks emitted from the cable at the housing end. Due to the condition, the system controller was returned, it would appear that the damage to the system controller was the result of excessive handling. The broken strain relief is currently being addressed through the MFR's design change system. No further info is available at this time. The MFR is closing its file on this event.